Event description:
It was reported a syringe 3ml ll w/ndl sftygld 22x1-1/2 rb was found sticking out of the sterile packaging.

Manufacturer narrative:
Investigation summary: one sealed safetyglide combo package was received, confirmed to be from batch #9270295 (p/n 305906). The sample was visually evaluated. There was an extra needle of the same gauge and length present inside the package. The needle was sharing the cavity pocket with the syringe, had no shield, with its cannula protruding halfway through the bottom web. The cannula was also bent approximately 45 degrees at the point where it exited the package. The potential root cause for the extra part in the package is lack of proper part containment above the open blisters during the packaging process. Additional barriers will be installed around the identified moving parts handling system to improve parts containment and to prevent any accidental parts from falling into the open blisters during the packaging process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation: one sealed safetyglide combo package was received, confirmed to be from batch #9270295 (p/n 305906). The sample was visually evaluated. There was an extra needle of the same gauge and length present inside the package. The needle was sharing the cavity pocket with the syringe, had no shield, with its cannula protruding halfway through the bottom web. The cannula was also bent approximately 45 degrees at the point where it exited the package. The potential root cause for the extra part in the package is lack of proper part containment above the open blisters during the packaging process. Additional barriers will be installed around the identified moving parts handling system to improve parts containment and to prevent any accidental parts from falling into the open blisters during the packaging process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported a syringe 3ml ll w/ndl sftygld 22x1-1/2 rb was found sticking out of the sterile packaging.

Manufacturer narrative:
Medical device type: additional FDA product code fmi (needle). Multiple 510k's: k980987(syringe); k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a syringe 3ml ll w/ndl sftygld 22x1-1/2 rb was found sticking out of the sterile packaging.